Manufacturer narrative:
The following sections were updated/corrected/added: b4, d4, g3, g6, h2, h4, h6 and h11. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post-procedure was confirmed with empirical evidence, based information provided by the clinical specialist who was present on site. Available information suggests that procedural factors likely contributed to the event. According to the description provided, excessive mv-ias angle resulting in suboptimal tsp, poor acoustic windows due to severe la dilatation, and dense chordal apparatus lateral to the first implant contributed to the event. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no CAPA was required.

Manufacturer narrative:
B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of a pascal in mitral position where it was reported that there was anterior leaflet injury resulting in detachment. Excessive mv-ias angle resulting in suboptimal tsp. Poor acoustic windows due to severe la dilatation. Dense chordal apparatus lateral to first implant. The procedure was completed, however there was no reduction in mr from baseline severe. The patient was in stable condition, and considering a surgical mvr.